Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. It was not reported if the pt was hospitalized prior to death or if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.